Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Customers blood glucose (bg) was 363 ¿ 396 mg/dl with high ketones. Customer went to the emergency room to address the bg. Customer received treatment of intravenous fluids of saline and insulin. Customer declined to provide additional information and did not respond to follow-up attempts by tandem technical support.